Event description:
It was reported via repair work order that the power cord was missing the ground prong, the scale was inaccurate due to faulty load cells, and the nurse call was not working due to a missing docker cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord was missing the ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined that as well as the power cord missing the ground prong, the scale was also inaccurate due to a faulty load cell and the nurse call was not working due to a missing docker cable.